Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening after the patient fell.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had a period of si joint pain relief before complaining of a recurrence of pain after a fall. The surgeon determined that the middle implant may have been loose based on lucency observed on x-rays. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant and replaced it with a larger implant of the same type using the explant void. He also added one additional implant of the same type in a more anterior position to help fixate the si joint. The patient was doing well after the revision procedure.